Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they changed mixing, circulation pump, heater and drains valves but test temperature failed ok for 30°c but when they ask to cool it did not work or very little.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI related data quality updates only: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they changed mixing, circulation pump, heater and drains valves but test temperature failed ok for 30°c but when they ask to cool it did not work or very little. Per sample evaluation results on (B)(6) 2023, it was reported that the level sensor was cracked and fill tube was dirty.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit did not cool properly. Mixing pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that they changed mixing, circulation pump, heater and drains valves but test temperature failed ok for 30°c but when they ask to cool it did not work or very little. Per sample evaluation results on 29dec2023, it was reported that the level sensor was cracked and fill tube was dirty.